Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, when stapling on the lung tissue, the stapler cannot be fired. The surgeon was able to press the green button but was unable to squeezed the handle. The handle was replaced to complete the procedure. The reload performed normal with new handle. There was no patient injury.